Manufacturer narrative:
Conclusion: procedural films were received for review. The films showed the initial valve deployment and a subsequent redeployment in a good position. The imaging provided also confirmed that percutaneous coronary intervention (pci) was performed post implant of the valve and the vessel was successfully stented. The imaging provided did not confirm all of the procedure steps that were stated in the event description. It was reported that resistance was felt when trying to insert and delivery catheter system (dcs). Difficulty advancing or inserting the dcs through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined given the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that, in the first and second deployment attempt, the valve dislodged. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the third deployment attempt, hypotension was reported and an angiogram showed occlusion of the left circumflex artery. Hypotension and coronary occlusion are listed in the instructions for use (IFU) as potential adverse events. The hypotension noted was most likely as a result of the occlusion. However, a conclusive cause could not be determined from the limited information available. Coronary occlusion post deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, it was reported that the cause of the occlusion was from plaque or calcium. A stent was deployed across the occlusion and adequate flow was re-established. It was reported that the perclose failed and excessive bleeding was noted via the right groin. It was unknown if the injury was caused by the failed closure device as there was the possibility of dcs involvement due to the reported resistance f elt on insertion. Vascular access related complications, such as bleeding, are a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. H6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a fluoroscopy check revealed the valve was successfully loaded. A 16 fr in-line sheath was inserted over a non-medtronic guide wire through the right groin and resistance was felt while trying to insert the in-line sheath. The delivery catheter system (dcs) was retracted and rotated and re-inserted with some resistance. The dcs eventually passed through the groin and was inserted through the iliofemoral vessels. The dcs was advanced over the aortic arch and across the aortic valve successfully. On the first deployment, the valve dislodged out at 80% deployment. The valve was recaptured and repositioned while the patient's heart rate was paced at 180 beats per minute (bpm). The valve was attempted to be deployed again and again dislodged at 80% deployment. The valve was recaptured and redeployed again. Pacing was performed. Adequate positioning was accomplished at 80% deployment and when the temporary pacemaker was turned off, normal heart rate was noted, however the blood pressure did not recover. An angiogram of the aortic root was taken showing an occlusion of the left circumflex artery. It was noted that the cause of the occlusion was from plaque or calcium. Cardiopulmonary resuscitation (CPR) was initiated and a selective catheter was placed into the left lane and circumflex artery and an image was taken to identify the blockage. The valve was fully deployed in a satisfactory position and selective catheters were placed into the left circumflex artery and wires were crossed. A stent was deployed across the occlusion and adequate flow was re-established. The in-line sheath was replaced with an 18fr sheath prior to the coronary intervention. Upon removal of the 18fr sheath, a non-medtronic closure device was brought down to close the artery. This closure device failed and excessive bleeding was noted via the right groin. An angiogram was taken showing extravasation form the right femoral artery. A 9 mm balloon was inflated in the common iliac artery to control the bleeding. The right groin was cut down and a vascular patch was applied to the right femoral artery. The non-medtronic closure device stitches were removed. Adequate flow was re-established with no extravasation. The groin was closed and the patient was discharged to the recovery room with minimal blood loss and in stable condition. As reported, it was unknown if the injury was caused by the failed closure device with report of possible dcs involvement due to the reported resistance felt on insertion. No additional adverse patient effects were reported.